Event description:
Additional information made available from the field indicated that the patient¿s crt-d and lv lead are continuing to exhibit loss of capture and high pacing impedances. An increase in pacing thresholds has also been noted. The physician now believes the lv lead is fractured and not dislodged as previously thought. The crt-d was reprogrammed and the patient will continue to be monitored. There has been discussion of a replacement procedure but no date has been given and for now, the patient¿s system continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
Additional information made available from the field indicates that surgical intervention was performed and the lv lead was abandoned due to a probable fracture and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms from six months ago. Loss of capture was also noted and the patient reported not feeling well as their ejection fraction had reduced. The crt-d was reprogrammed to a higher lv output and capture was noted. Additional information provided from the field indicated that the lv lead was suspected to have been dislodged, however no intervention will be performed at this time. The patient was dismissed and will be follow-up with at a later time. Their system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.